Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was intended for use during an endoscopic ultrasound with fine needle aspiration (eus fna) procedure at the pancreatic tail. According to the complainant, when the needle's outer packaging was opened, the inner packaging was already opened. The device was immediately removed from service. Another non-bsc device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.